Event description:
Customer reporting that the gel camera is issuing 1+ reactions to visually confirmed negative results. No erroneous results were released. False positive results may result in abo misclassification and the transfusion of incompatible blood.

Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the site and performed adjustments to the reader camera to return the analyzer to expected operation. This customer has not logged any complaints regarding false positive results against this analyzer since this incident.